Event description:
It was reported that during the cas case, when deflating the subject device (balloon), air bubbles were observed from the guidewire lumen side. The subject device was removed and replaced with the same standard device. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. During analysis, the returned device was visually inspected, and no anomalies were noted. Following the functional test, the balloon was inflated and deflated with no difficulty. No leaks were noted and no air coming in from the guide wire lumen was noted. The device performed as intended. Based on the available information and investigation results an assignable cause of not confirmed will be assigned to this complaint as the issue included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the cas case, when deflating the subject device (balloon), air bubbles were observed from the guidewire lumen side. The subject device was removed and replaced with the same standard device. The procedure was completed without clinical consequences to the patient.